Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform any test due to detached end cap. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label, cracked reservoir tube lip, cracked case at the reservoir tube window corners and cracked reservoir tube window.

Event description:
The customer reported via phone call that side of insulin pump came off from right hand side where disc is located. The customer¿s blood glucose level was unknown. The customer reported that they had to tape the insulin pump. The insulin pump was returned for analysis.